Manufacturer narrative:
One battery was returned for failure analysis. The fa lab found that battery unusual took longer than normal to perform the calibration test, this battery is considered to be faulty

Event description:
It was reported to philips that the battery failed. There was no reported patient involvement/adverse patient impact.